Manufacturer narrative:
E4-ni- it was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for thyrotropin (tsh), testosterone (test), thyroxine (t4) and 25-hydroxyvitamin d (vit d) on a total of 38 samples. Of those 38, it was determined that one sample had erroneous results for tsh that were reported outside of the laboratory; and that 11 samples had erroneous results generated for tsh. The customer indicated they had performed their monthly maintenance including replacing all tubing. The customer performed qc on this instrument and it was in. A patient correlation was performed to confirm that everything was ok. The patient correlation for this instrument on measuring cell 1 (e4-1) was much lower than all the other instruments and measuring cells. This was right as the shift was changing and no information was passed on. The customer began to run patient samples and noticed a vit d with a data flag that auto-repeated as normal. The customer pulled all the samples and ran them on the other measuring cell and they did not correlate. The customer indicated that one tsh result of 0.562 uiu/ml on e4-1 was automatically faxed to the doctor's office. The sample was repeated on instrument e8-2 and generated a result of 1.96 uiu/ml. The customer stated the doctor's office was not open and they would correct the result to 1.96 uiu/ml on (B)(6) 2014. There was no adverse event. The 11 other samples that had erroneous tsh results were not reported outside of the laboratory. The repeat results from other instruments were deemed to be correct, and there was no adverse event. The lot number of the tsh reagent in use was 17448201, with an expiration date of 06/30/2014. The field service representative found that a valve was not closing properly, which caused fluid to drip out of sipper 1. He cleaned the valve and performed a precision check; the results of which, were within specification. The customer performed qc, which was within specification.